Manufacturer narrative:
Findings: unit was received frozen screen and constant tone due moisture damage. Unable to verify an alarm or battery out limit due to frozen screen. Motor passed motor test. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corners and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump from water infiltrating the device. The customer stated that the insulin pump alarmed "battery out limit" 10 minutes after the batteries were out of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.